Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between 10/21/2025 and 10/28/2025. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.